Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On (B)(6) 2025, it was reported that the patient reported that 2 of his sensors were inaccurate as he mentioned that there were previous ones that he reported already. The cgm readings were around 40, 50, 60 mg/dl but when he checked the bg, it was different (no values reported). The cgm reading was 40 mg/dl and the bg was 172 mg/dl. On (B)(6) 2025 at 3am, he woke up in a cold sweat (no other symptoms). His brother called 911 and then he passed out. He had to be resuscitated by his brother. There were no cgm values reported or the bg value before and after the emergency medical team (emt) arrived as he passed out. When the ambulance arrived, they treated the patient with IV medication. The patient declined to provide further information about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.